Manufacturer narrative:
UDI reference number: (B)(4). The valve was not returned to edwards lifesciences for evaluation, as it remains implanted. A device history record (DHR) review was performed and did not reveal any manufacturing related issues that would have contributed to the reported events. Per the instructions for use (IFU), paravalvular leak (pvl) is a potential adverse event associated with bioprosthetic heart valves and the transcatheter valve replacement (tvr) procedure. The patient screening manual and the procedure didactic identify several procedural and anatomical factors which could contribute to pvl, including device malposition, inaccurate measurement of the native valve annulus, uneven distribution of calcium on the native valve, bulky or severe calcification, an elliptical annulus shape and valve under-sizing. Per the instructions for use (IFU), central regurgitation is a potential adverse event associated with bioprosthetic heart valves and the transcatheter valve replacement (tvr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to central regurgitation including malposition of the valve, impingement of a leaflet due to the guide wire, over inflation of the deployment balloon, post dilation of the implanted valve, and slow recovery of adequate ventricular flow post valve deployment and rapid pacing. All of these factors have the potential to contribute to suboptimal coaptation of the sapien valve leaflets and cause central insufficiency. Occasionally there are cases where the root cause of the regurgitation cannot be determined. Pericardial effusion is an abnormal accumulation of fluid in the pericardial cavity. Because of the limited amount of space in the pericardial cavity, fluid accumulation will lead to an increased intra pericardial pressure and this can negatively affect heart function. When there is a pericardial effusion with enough pressure to adversely affect heart function, this is called cardiac tamponade. It can be caused by a variety of local and systemic disorders, or it may be idiopathic. Pericardial effusions can be acute or chronic, and the time course of development has a great impact on the patient's symptoms. In tvr patients, it may be caused by guide wire perforations or annular ruptures. The edwards sapien 3 ultra transcatheter heart valve is indicated for patients with severe symptomatic calcified native aortic valve stenosis. Deployment of the sapien 3 ultra valve in a previously implanted tricuspid ring is not indicated per the labeling; therefore, the labeling (ifus and ew training manuals) do not instruct the operator how to position the sapien 3 ultra valve in this scenario. In this case, although a definite root cause is unable to be determined, available information suggests that the pvl and tr was most likely caused by the implantation of a valve in an incomplete ring. The cause of the pericardial effusion was likely procedural factors (multiple devices manipulated throughout the procedure). Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported, during a tricuspid valve in ring (23mm sapien 3 ultra valve in 28mm ring) tvr procedure via transfemoral approach, post valve deployment, echo revealed a well-placed sapien 3 ultra valve in 20:80 atrial/ventricular position. However, the patient had a significant para-ring hole (2 separate jets) and multiple asd occluders were attempted until a 17mm asd occluder was successfully placed. Following this, a pericardial effusion was observed and during pericardiocentesis 1000cc was drained. The patient received a blood transfusion and plasma (ffp). Final echo assessment revealed the torrential tricuspid regurgitation (tr) had been reduced to two separate paravalular jets, (pvl) and mild-moderate tr. The patient left the hybrid room in stable condition.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.